Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received motor error alarm. Customer¿s blood glucose level was unknown. Customer stated that the very top of the insulin pump was chip on the casing and scratches on the screen of the insulin pump. The device will not be returned for analysis.